Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged housing was confirmed via evaluation of the returned power module (serial number: (B)(4)). Visual inspection of the returned power module revealed that part of the bottom and top housings had cracked and broken off in the front of the power module. Additionally, there was an incidental finding of a bent pin in the monitor connector. The housings were replaced with new along with the internal connectors. A full functional checkout was then performed and the unit passed all tests. The unit was returned to the customer site. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed. The device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii power module (serial # (B)(4)) was shipped to the customer on 23may2012. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate ii patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. Heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outer case is cracked and the bme would like to send in for repair.